Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d9, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was not returned to olympus but inspected on site, and the customer's reportable malfunction was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation. Front panel deformation, lens base cracking, rear panel deformation, turret deformation. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus field service engineer (fse) visited the customer site. The device was repaired on site. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the xenon lamp failed for about 30 minutes, the emergency lamp turned on and the fan got loud. The reported issue was observed during an unspecified procedure. There was no report of patient or user injury due to the event. This report is being submitted for the reportable malfunction of xenon lamp failed and emergency lamp turned on.